Event description:
Heparin line separated from the pump segment of the arterial line resulting in a leak. The extracorporeal circuit had to be discarded. Estimated blood loss 250cc. MDR filed due to blood loss only.